Event description:
The customer reported to olympus that the image was blinking and that the front panel light-emitting diode (led) lamp needs to be replaced on the video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a failure on the led¿s light source unit. Additional issues were identified during the device evaluation: corrosion on the top cover and chassis and a broken locking system on the front socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty led light source unit/lamp could not be identified. Olympus will continue to monitor field performance for this device.